Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that: by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingression. The guidewire insertion test was performed, result was passed. It passed throughout the lead without obstruction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, blood ingressed into the lead, which resulted in a suspected blockage of dried blood inside the lead. It was noted there was difficulty with insertion of the guidewire due to the possibility of dried blood inside the lead.. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.